Event description:
Boston scientific received information that the right ventricular (rv) and left ventricular (lv) leads had dislodged resulting to noise, loss of capture and high pacing threshold measurements on both leads. Low pacing impedance measurements, low sensing, and oversensing which resulted to anti-tachycardia pacing (atp) were also observed on the rv lead. Reprogramming was done and a lead revision was planned. The device's memory dump was also submitted for analysis. No adverse patient effects were reported. The leads remain in service. A disk analysis was later performed which confirmed the previously reported clinical findings. It also revealed low intrinsic amplitude on the rv and lv lead. Boston scientific technical services (ts) discussed possible lead insulation damage on the rv lead based on the noise associated with low rv lead impedance. Noise oversensing did not result in ventricular pauses of more than two seconds, as there was either intrinsic rhythm or lv pacing. Further evaluation of lv electrogram (egm) and lead revision were suggested. No adverse patient effects were reported. The leads remain in service.

Event description:
Additional information indicated that a revision procedure was performed. During the procedure, high out of range pacing impedance measurements were observed on the patient's cardiac resynchronization therapy defibrillator (crt-d) and lv lead. Measurements taken with a pacing system analyzer (psa) were at 1,000 ohms. There had also been noise on the rv and lv leads. As such, a possible connection or device issue could not be ruled out. Hence, the physician decided to replace the device. Additionally, it was reported that during the revision on the rv lead, it was noted on fluoroscopy that the lv lead had dislodged from the original implant position. In addition, the physician also suspected possible damage due to clavicular first rib crush to both rv and lv leads. The lv lead could still capture and provide pacing, however. Hence, the physician opted to keep the lv lead. The lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.